Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00035, 00036, 00037, 00038, 00040 and 00041.

Event description:
Allegedly, patient revised due to right total hip instability. (Right).